Manufacturer narrative:
(B)(4).

Event description:
A (B)(4) was received stating that: "maquet sv-I was in use on a pt when it started to alarm and appeared to not ventilate the pt. Low o2 alarm and continuous high pressure alarm were sounding, despite the fact that the peak airway pressures were only about 30. The pt appeared to be gasping for breath and heart rate elevated from baseline. The rt double checked all connections for the ventilator, finding no issues. The ventilator was removed from service and replaced on the pt. Abgs were drawn and the pt was found to be in respiratory acidosis. Pt recovered from the event shortly after replacement of the ventilator. Pt had significant respiratory diagnoses unrelated to the ventilator failure. The ventilator was sequestered by biotech and was examined by bio tech staff who is certified by maquet." (B)(4).